Manufacturer narrative:
(B)(4). Date sent: 4/28/2026. D4: batch #727d51. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reload were tested for functionality in the straight position. The reload was reset and reloading it into the device. The device achieved its complete firing sequence and opened without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event described of difficult to open could not be confirmed since the device opened without difficulty. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device pve35a lot number a98p3e and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 727d51, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatectomy procedure, when the device was used for the blood vessel, the device could not be fired. At that time the jaws were attempted to open but were not opened, so the knife was returned using the knife reverse switch and opened the jaws. The scrub nurse commented that the firing sound was confirmed for a moment. In addition, the sled was operated, so it was suspected that the device was locked out. The cartridge color was white. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.